Manufacturer narrative:
The last na calibration slope was within specifications. The last glucose calibration was ok and there were no alarms. The field service engineer found a hole in rinse mechanism tubing and a bent sample probe. The cushioning spring for the sample probe was also deformed. The hole in the rinse mechanism tubing was corrected. The probe and spring were replaced. No further issues occurred after these actions. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The glucose reagent lot number was 707366. The reagent expiration date was requested, but not provided. The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and a second patient sample tested with cobas integra glucose hk gen. 3 on a cobas 6000 c (501) module. The first sample initially resulted in a na value of 173 mmol/l and it repeated as 138 mmol/l. The second sample initially resulted in a glucose value of 39 mg/dl on (B)(6) 2023 and it repeated as 165 mg/dl on (B)(6) 2023. The repeat values were deemed correct.